Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal catheter (ID 823072) was implanted due to idiopathic normal-pressure hydrocephalus (inph) via ventriculoperitoneal (vp) shunt on (B)(6) 2024. The catheter was implanted with certas valve (ID 828824) with setting 7. According to an x-ray, ventricular dilatation was observed, and on (B)(6) 2026, shunt obstruction was suspected since the ventricle did not shrink even after pressing the reservoir several times. The patient developed gait disorder, therefore, the devices were explanted and replaced on (B)(6) 2026.